Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported device data shows oversensing. A clinician suspected this was due to off-label use of the adaptor. A technical consultant with the manufacturer's technical services department suggested the oversensing may be due to spacing on a competitive lead that is implanted. The lead is still in use. No patient complications were reported as a result of this event.